Event description:
Four yrs post-restoration a surgical intervention was conducted at implant site #15 bone contouring was done and antibiotics administered afterward. Eight mm of bone loss was recorded at the time of this event. Pt is same pt as prior MDR reports m408204, m408206, m408294, and 493270.

Manufacturer narrative:
Method (86): part will not be returned - still in function. Requested info as follows: a2 f10 f12 f6 f8 f9 h8.